Manufacturer narrative:
The associated complaint devices were returned and evaluated. Please see attached file for our results of investigation. (B)(4).

Event description:
It was reported that surgeon revised a stem that had subsided and was loose on the patient. He then replaced the stem with a new femoral stem and head.